Event description:
It was reported that when an asymptomatic patient presented via remote transmission, post-sensed t wave oversensing on the device was noted. Programming change was recommended. The patient was stable.